Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on radius and red particles. A visual and micro analysis was performed which identified: crease sharp opening, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: a broken crease sharp on radius due to fold flaw opening. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported a right side rupture and implant exchange from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and implant exchange from textured to smooth due to the concerns of the product. The device has been explanted.